Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to aortic insufficiency. Upon explant, heavy calcification was reported. A competitor's onxae-21 was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of calcification was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A tf-21 was explanted with heavy calcification.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A tf-21 was explanted with heavy calcification.